Event description:
The device was being utilized in a clinical study. The catheter was placed in 2007, into a female, admitted for repair of a heart defect (tetralogy of fallot). The catheter was placed in the patient's right internal jugular vein. Five days later, the catheter insertion site was very irritated and the catheter was "tromboning out from insertion site". The catheter was sliding in and out of the site. The catheter was removed the next day, and was not replaced. The patient experienced no other adverse events or complications during this hospitalization and was discharged home in 2007.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. Unfortunately, based on the information provided we were not able to determine with certainty why the insertion site was irritated or why the catheter was sliding in and out of the site. However, the appropriate individuals have been notified of this matter and we will continue to monitor for similar situations.